Manufacturer narrative:
Health effect-clinical code: bacterial infection. Health effect-impact code: hospitalization and surgical intervention. Problem code: material rupture. Component code: no appropriate term/code was available. Investigation type: because the device was not returned, investigation focused on analysis of production records and a review of the labeling. Investigation findings: no device problem could be verified. Investigation conclusions: product labeling warns about the possibility of infection. Though specific lot number of the affected device was not available, implantech was able to narrow it down to 2 lot numbers and perform the analysis of production records. Photos of a damaged implant were provided but investigation could not determine any cause for the damage. Implantech could not determine if cause was related to handling during surgeries or some other agent, nor were we able to determine if the patient followed the surgeon's instructions for post-surgical care.

Event description:
Complainant (legal consultant) alleges that their client received implantech gluteal implants on (B)(6) 2025 in (B)(6). Complainant alleges the right gluteal implant catastrophically ruptured on (B)(6) 2026, and that this caused "release of purulent material, extensive surrounding tissue contamination, fibrinous deposites, early fat necrosis and a severe infection with group a streptococcus (s. Pyogenes). The client had the device explanted in (B)(6) on (B)(6) 2026.